Event description:
It was reported that foreign matter was found in the bd vacutainer® k2 edta (k2e) plus blood collection tubes during use. The following information was provided by the initial reporter: the following issue was found in tube (367862) from lot 0227197: discolored content ×1.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/23/2021. H.6. Investigation: bd received actual samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd vacutainer® k2 edta (k2e) plus blood collection tubes during use. The following information was provided by the initial reporter: the following issue was found in tube (367862) from lot 0227197: discolored content ×1.